Event description:
It was reported that catheter fracture occurred. During a percutaneous coronary intervention, an opticross imaging catheter was selected for use. However, the catheter was fractured outside the patient. The catheter was not intact when it was removed but it was removed directly. The procedure was completed using a different device. No patient complications were reported.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 12:16 pm CT. The report number is being corrected from: 2134265-2018-64301 to: 2134265-2018-62433.

Event description:
It was reported that catheter fracture occurred. During a percutaneous coronary intervention, an opticross imaging catheter was selected for use. However, the catheter was fractured outside the patient. The catheter was not intact when it was removed but it was removed directly. The procedure was completed using a different device. No patient complications were reported. Device evaluated by MFR: investigation completed. Device was returned for analysis. Kinks were observed in the telescope assembly from the femoral marker to the proximal end, additionally, a kink was observed in the sheath assembly from the femoral marker to the distal end. It was observed that the catheter flushed normally and the impedance testing showed an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Broken drive shaft and imagine core windup were encountered in the double heat shrink area of the telescope. Imaging core windup began 7.1 cm from the distal end of the connector shaft.